Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having high and low blood glucose of an unknown level. Customer's blood glucose prior to the time of the call was 137mg/dl to 249mg/dl. Troubleshooting found that the customer was recently hospitalized. The customer indicated that the drive support cap may be damaged but they were unsure if the cap was sticking out or protruding from the device. Customer was advised to follow up with their doctor regarding the pump settings.